Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The arctic sun 5000 is in the process of being evaluated upon receipt. Decontamination was completed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The labeling and IFU revision accompanying this serial number is not recorded in the DHR. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature did not decrease in an arctic sun device. Per review of wo on 25nov2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature did not decrease in an arctic sun device. Per review of wo on 25nov2025, there was no patient involvement.